Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The hypoglycemia followed several hours where the ilet did not receive any cgm glucose values. No bg values were entered into the ilet during that time. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the cgm sensor failing when the cgm glucose was above range and the failure of the user to enter bg values into the ilet during the prolonged period without cgm glucose levels, which would have allowed the ilet to suspend insulin to prevent and treat the hypoglycemia. The significant reduction in body weight the day prior to the event date likely contributed to maladaptation of the device and the severity of the event.

Event description:
On 8/30/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 08/29/2024. On 8/30/2024 a beta bionics customer care agent followed up with the user's spouse about the event. The spouse reported on (B)(6) 2024 the user became incoherent and profusely sweating. The user remained conscious, but they were unable to communicate clearly. The spouse provided the user a spoonful of sugar and called for an ambulance, which transported the user to the hospital. Prior to the event, the ilet system had not been receiving dexcom g7 continuous glucose monitor (cgm) readings for 2.5 hours. The ambulance did not administer glucose, and by the time the user arrived at the hospital, their bg level was recorded at 108 mg/dl, resulting in no treatment required at the hospital. The user's lowest bg level during this event was 45 mg/dl, with levels remaining low for about an hour. Immediate health effects included dizziness and incoherence. The user has resumed using the ilet system.